Manufacturer narrative:
Shutdown and freezing were unconfirmed and not able to be reproduced. However, software errors were noted in the log. Reports were able to be saved without issue. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced random shut-downs and freezing. It was further reported that the programmer was not saving all reports. The programmer was returned for service. No patient complications have been reported as a result of this event.